Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes . H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records . H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient experienced pain from using the bone healing system (bhs). The patient got the bhs for her big toe (the metatarsophalangeal joint). The patient stated that the device feels heavy on her toe. The patient said that the pain began from the first day of using the unit. After 45 minutes of use, she experienced a pain that she can't describe. The patient did speak to her doctor and the doctor provided a script to switch the patient to a different form of treatment. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: 2.0 snap off screw. Medical product: plantar arthrex arthrodesis plate with a compression screw. Therapy date: (B)(6) 2019. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient experienced pain from using the bone healing system (bhs). The patient got the bhs for her big toe (the metatarsophalangeal joint). The patient stated that the device feels heavy on her toe. The patient said that the pain began from the first day of using the unit. After 45 minutes of use, she experienced a pain that she can't describe. The patient did speak to her doctor and the doctor provided a script to switch the patient to a different form of treatment. No additional patient consequences were reported.